Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The end user does not have the model number or serial number of her bed, but she states the left side rail fell off. She states it fell on her foot, but was not injured. No other information was available.